Manufacturer narrative:
Additional information pertaining to the complaint event was obtained. It was noted that the balloon did not inflate. No burst was noted, the delivery system ¿was probably affected before the inflation¿. No cine/imagery was provided for evaluation. The delivery system was returned to edwards lifesciences for evaluation locked, with full fine adjust and no flex used, fully inserted through loader and sheath assembly. A kink, likely due to condition of return packaging, was present on the proximal section of the balloon shaft. The valve was crimped over the inflation balloon. The atrion syringe was attached to the balloon port with no fluid in the atrion. The delivery system was visually inspected. The balloon was torn proximal to the I/c bond. The distal end of the inflation balloon showed signs of bunching. Flex tip gouges were observed. Gouges were not distributed evenly on flex tip face. Due to the nature of the complaint, functional testing was unable to be performed. Double wall thickness of the crimp balloon was measured near the tear. A thin wall could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were within specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing related issues that would have contributed to this complaint. Review of lot history for the related lot revealed no other related complaints. A review of the complaint history from may 2019 to april 2020 for all models revealed other returned complaints for the related complaint code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment (pra) was previously initiated for risk assessment. Additionally, a CAPA was previously initiated to address this failure mode. A review of complaint data for april 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. Instructions for use (IFU), preparation training manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The IFU warns if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU/training deficiencies have been identified. The complaint was confirmed based on visual inspection of the device. No manufacturing non-conformances were identified during device evaluation as no abnormalities were observed during visual inspection or dimensional measurements. Furthermore, a review of lot history, complaint history, manufacturing mitigations, and the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. High valve alignment forces may result from performing valve alignment in tortuous vasculature or at an un-straight section of the aorta. Uneven gouges (found during visual inspection) on the flex tip face are indicative of non-coaxial alignment of the thv relative to the flex tip face, which can occur if valve alignment is performed in a non-straight section of the aorta. Although a definitive root cause is unable to be definitively determined; available information suggests that procedural (non-coaxial valve alignment) factors may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. A CAPA was previously initiated to capture additional information that currently exists in the training manuals into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. A communication was sent to the CAPA owner informing of the complaint events. The related pra captures assessment of the risks associated with the failure mode, prior root cause investigation, and corrective action. The pra has been initiated to include the sapien 3 ultra valve configuration, establish a threshold for pra re-escalation, and include current risk line items and IFU/training materials. Compliance risk evaluation, health hazard assessment, and decisions/actions are the same and remain unchanged and applicable to the pra. The complaint was confirmed based on visual inspection of the returned device. No manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural (non-coaxial valve alignment) factors may have contributed to the complaint event. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in the pra. No IFU/training material deficiencies were identified. A CAPA was previously initiated to address this failure mode.

Manufacturer narrative:
Update to b5, g4, h2, and h10. Investigation is ongoing.

Event description:
As reported by our affiliates in france, during the placement of the 23mm sapien 3 valve via transcarotid approach, the balloon could not inflate as it was ¿burst¿, and the valve could not be deployed. A new delivery system and 23mm sapien 3 was used and successfully implanted. As per pre-deco the balloon was torn proximal to I/c bond. As per medical opinion the balloon might have been affected during the passage through the very calcified anatomy.  There was no consequence to the patient and the devices were able to be removed as a unit.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in france, during the placement of the 23mm sapien 3 valve via transcarotid approach, the balloon could not inflate as it was ¿burst¿, and the valve could not be deployed. A new delivery system and 23mm sapien 3 was used and successfully implanted. As per pre-deco the balloon was torn proximal to I/c bond.